Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using velocity delivery microcatheters (velocity), a penumbra system red62 reperfusion catheter (red62), a neuron max 6f 088 long sheath (neuron max), a non-penumbra stent retriever, and a guidewire. During the procedure, the physician advanced the velocity through the red62 along with a guidewire to the target location. The physician then advanced the stent through the velocity and completed one pass. Next, the velocity was removed from the patient and upon removal, it was noticed the velocity was broken. Therefore, the velocity was not used for the remainder of the procedure. The procedure was completed using a non-penumbra microcatheter, the same red62, and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned velocity confirmed a fracture. If the device is manipulated during retraction, damage such as a kink and a subsequent fracture may occur. Based on the reported event, this damage was noticed after a successful pass and upon removal of the device from the patient. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.